Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted for deterioration of general clinical condition. A full exam was performed. The exam included an echocardiogram (echo), chest x-ray, angiography, computed tomography angiography (cta) and blood labs. The echo showed a dilated left ventricle (lv) with regular opening of the aortic valve and impaired right ventricle (rv) function. Right heart catheterization showed increased pulmonary capillary wedge pressures (pcwp) with high central venous pressure (cvp). There were no significant signs of hemolysis. After initiation of inotrope support (dobutamine in mild dose) there was minimal improvement. A ramp test showed some ability to unload the lv, but not completely with continuous opening of aortic valve. The angiography and cta did not prove any flow limitation or left ventricular structural abnormality. Log files were sent for review with focus on limitation of flow pathway. All exams and labs did not really show any cause which could be responsible for such change of clinical condition. Based on clinical data, partial flow obstruction was expected. The vad team was specifically asking for ruling out a pump obstruction as there was continuous increase in rotor noise values. The event log file captured a short period of low flow events on 10jan 2026 at1539 with flow noted as low as 1.6 lpm and another couple of low flow events on 10jan2026 at 1554. Pulsatility index (pi) values during these lower flows were not elevated like they would be when suspecting a clinical condition like hypertension or hypovolemia as the cause. The pi values were marginally variable. These patterns seen in the log file were not typical from what we see when we suspect an obstruction in the vad circuit. The fixed speed was turned up to 6600 rpm to compensate for the lack of flow. There were no rotor noise flags noted in the log file nor any rotor instability flags. It was noted that the cta performed had showed no signs of obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported aortic regurgitation could not be conclusively established through this evaluation. A review of the submitted log files revealed low flow alarms due to the lowering of the set speed. The low flows cleared once pump speed was increased, and finally settled on 6600 rotations per minute (rpm) with a low speed limit of 5600 rpm. No other notable events were captured, and the pump appeared to function as intended. There were no rotor noise flags noted in the log files nor any rotor instability flags. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of this document lists adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site empirically administered thrombolysis and the event completely resolved, which confirmed the obstruction. The patient did not measure their international normalized ratio (inr) regularly, however at outpatient visits the inr was mainly therapeutic. There were no recent changes to pump parameters. CT images were unable to be provided. Slow thrombolysis with 1 mg/h of alteplase for 24 hours was performed as treatment. The obstruction resolved completely. It was noted that only trace aortic insufficiency was detected pre-implant. It was suspected that the device contributed to or worsened the aortic insufficiency. The cause of the noise changes was unknown. The patient was discharged home with good lvad function and outpatient follow-up was planned.